Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed "error call tech support" error icon. No additional patient or event information is available. The receiver has been received for evaluation. A follow up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and it passed. The receiver failed to charge and reboot. The receiver log download could not be performed because of the "call tech support" error. The reported event of an error icon display was confirmed. The root cause could not be determined.